Manufacturer narrative:
The complaint investigation for false nonreactive alinity I anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of retained reagent kit. Return sample testing was also completed. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot perform as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the lot number 54062be00 and complaint issue. In-house testing of retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. The testing included one commercially available seroconversion panel (zeptometrix hcv seroconversion panels hcv 9045). The seroconversion panel results were compared to anti-hcv test results provided by zeptometrix. The complaint lot 54062be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panel in comparison to historical data provided by zeptometrix. Based on this investigation, no systemic issue or deficiency for the alinity I anti-hcv reagent, lot numbers 54062be00 was identified.

Event description:
The customer observed false nonreactive alinity I anti-hcv results for one patient. A new sample from the patient was collected and the result remained nonreactive. The sample was tested on the roche platform and a reactive result was obtained. The customer also performed pcr testing and hcv was detected. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): (B)(6) 2023 initial result = 0.72 s/co with expc flag. (B)(6) 2023 result from new sample = 0.52 s/co with expc flag. (B)(6) 2023 result from new sample repeated = 0.62 s/co with expc flag. (B)(6) 2023 roche cobas result = 140 coi (reactive). Roche e-411 immunoassay system result = 201.3 s/co (reactive). (B)(6) 2024 hcv pcr result = 1.58e+01 iu/ml. Per the alinity ci-series operations manual, section 5, descriptions of specimen result flags section, expc flag indicated the result was calculated using an expired calibration or expired calibrators. Update: the customer provided additional information. It was noted that the customer did not update the calibrator information. The calibrator was within expiration date. The customer updated the calibrator information into the system and recalibrated the assay. The sample was then repeated and the result was still nonreactive. For troubleshooting purposes, the sample was repeated on the alinity I analyzer and the architect analyzer at another site. The alinity I analyzer generated a nonreactive. However, when the sample was tested on the architect analyzer, the result was reactive. The following data was provided: alinity I anti-hcv result after calibration = 0.66 s/co (nonreactive). Repeat result from another site (alinity I analyzer) = 0.70 s/co (nonreactive). Repeat result from another site (architect analyzer) = 1.13 s/co (reactive). No impact to patient management was reported.

Event description:
The customer observed false nonreactive alinity I anti-hcv results for one patient. A new sample from the patient was collected and the result remained nonreactive. The sample was tested on the roche platform and a reactive result was obtained. The customer also performed pcr testing and hcv was detected. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6) : on (B)(6) 2023 initial result = 0.72 s/co with expc flag on (B)(6) 2023 result from new sample = 0.52 s/co with expc flag on (B)(6) 2023 result from new sample repeated = 0.62 s/co with expc flag on (B)(6) 2023 roche cobas result = 140 coi (reactive) roche e-411 immunoassay system result = 201.3 s/co (reactive) on (B)(6) 2024 hcv pcr result = 1.58e+01 iu/ml . Per the alinity ci-series operations manual, section 5, descriptions of specimen result flags section, expc flag indicated the result was calculated using an expired calibration or expired calibrators. Update: the customer provided additional information. It was noted that the customer did not update the calibrator information. The calibrator was within expiration date. The customer updated the calibrator information into the system and recalibrated the assay. The sample was then repeated and the result was still nonreactive. For troubleshooting purposes, the sample was repeated on the alinity I analyzer and the architect analyzer at another site. The alinity I analyzer generated a nonreactive. However, when the sample was tested on the architect analyzer, the result was reactive. The following data was provided: alinity I anti-hcv result after calibration = 0.66 s/co (nonreactive) repeat result from another site (alinity I analyzer) = 0.70 s/co (nonreactive) repeat result from another site (architect analyzer) = 1.13 s/co (reactive) no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I anti-hcv, list number 08p06-23, that has a similar product distributed in the us, list number 08p05. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.